Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented to the clinic for epistaxis and dizziness. Inr was 6.6. Nare was packed with hemostatic agents in clinic with resolution. Echocardiogram was done showing no effusion and the patient was admitted to the telemetry floor. Patient was discharged on (B)(6) 2018. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be conclusively determined. The patient remained ongoing on vad support until ultimately undergoing a heart transplant on (B)(6) 2019 that was investigated in MFR# 2916596-2019-02059. Bleeding is listed in the hm3 IFU as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.